Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received questionable results for a total of thirty patient samples tested for vitamin b12 (b12), folate (fol), 25-hydroxyvitamin d (vitd), ss-crosslaps/serum (ss-ctx in serum), and parathyroid hormone, intact (stat "short turn around time") - pth stat. Of these samples, 24 were found to have erroneous results for b12, fol, pth stat, and vitd. The erroneous results were reported outside of the laboratory to the physician. The customer initially reported that the quality controls for all tests on (B)(6) 2015 were outside of range. The customer ran controls for multiple assays and found these to be either out of range high or low. Controls were later repeated using new aliquots of control material. The repeat control results were also out of range following the same pattern of failure. One level of control was then repeated, but the same pattern of failure was seen. The customer then cycled power to the instrument and replaced the procell and cleancell bottles. The customer repeated controls on one level for pth stat and the control was out of range low. The customer then performed liquid flow cleaning and measuring cell preparation maintenances on the analyzer. After this, one level of pth stat control was repeated and the control was found to be in range. It was believed that the issue was resolved by performing the liquid flow cleaning maintenance since controls were in range after doing this. The field service engineer checked the instrument, performed a measuring cell preparation, and ran performance testing. Performance testing results passed. The customer repeated controls for all parameters and controls were found to be within range. The customer then randomly repeated samples that were initially tested on (B)(6) 2015. The customer determined that sample results were in error after 12pm on that date. All samples run after 12 pm on (B)(6) 2015 were then repeated. These repeats were performed on (B)(6) 2015. The first sample initially resulted as 19.01 ng/ml for fol and repeated as 6.94 ng/ml for fol. The second sample initially resulted as 195.10 pg/ml for pth stat and repeated as 359.5 pg/ml for pth stat. The third sample initially resulted as 50.77 ng/ml for vitd and repeated as 30.66 ng/ml for vitd. The fourth sample initially resulted as 605.00 pg/ml for pth stat and repeated as 1131 pg/ml for pth stat. The fifth sample initially resulted as 73.95 pg/ml for pth stat and repeated as 131.9 pg/ml for pth stat. The sixth sample initially resulted as 14.58 pg/ml for pth stat and repeated as 25.63 pg/ml for pth stat. The seventh sample initially resulted as 133.10 pg/ml for pth stat and repeated as 212.6 pg/ml for pth stat. The eighth sample initially resulted as 55.91 ng/ml for vitd and repeated as 34.05 ng/ml for vitd. The ninth sample initially resulted as 5.10 pg/ml for pth stat and repeated as 9.33 pg/ml for pth stat. The tenth sample initially resulted as 45.08 ng/ml for vitd and repeated as 23.15 ng/ml for vitd. The eleventh sample initially resulted as 35.05 pg/ml for pth stat and repeated as 62.51 pg/ml for pth stat. The twelfth sample initially resulted as 16.11 ng/ml for fol and repeated as 9.73 ng/ml for fol. The thirteenth sample initially resulted as 1037 pg/ml for b12 and repeated as 516.90 pg/ml for b12. The fourteenth sample initially resulted as 1140 pg/ml for b12 and repeated as 452.50 pg/ml for b12. The fifteenth sample initially resulted as 4.29 pg/ml for pth stat and repeated as 17.60 pg/ml for pth stat. The sixteenth sample initially resulted as 137.6 pg/ml for pth stat and repeated as 215.10 pg/ml for pth stat. The seventeenth sample initially resulted as 150.5 pg/ml for pth stat and repeated as 257.20 pg/ml for pth stat. The eighteenth sample initially resulted as 580.8 pg/ml for pth stat and repeated as 894.00 pg/ml for pth stat. The nineteenth sample initially resulted as 168.5 pg/ml for pth stat and repeated as 266.40 pg/ml for pth stat. The twentieth sample initially resulted as 13.09 pg/ml for pth stat and repeated as 20.98 pg/ml for pth stat. The twenty-first sample initially resulted as 52.54 ng/ml for vitd and repeated as 27.13 ng/ml for vitd. The twenty-second sample initially resulted as 94.69 pg/ml for pth stat and repeated as 136.00 pg/ml for pth stat. The twenty-third sample initially resulted as 1105 pg/ml for pth stat and repeated as 1799.00 pg/ml for pth stat. The twenty-fourth sample initially resulted as 66.26 ng/ml for vitd and repeated as 43.09 ng/ml for vitd. The patients were not adversely affected. The b12 reagent lot number was 185656, with an expiration date of 07/31/2016. The fol reagent lot number was 184303, with an expiration date of 05/31/2016. The pth stat reagent lot number was 183647, with an expiration date of 06/30/2016. The vitd reagent lot number was 184690, with an expiration date of 04/30/2016. An application specialist visited the site on 10/26/2015 to check for a root cause. Total protein was tested in samples which were tested for b12 and fol. One sample in particular, sample one described above, had an elevated total protein value of 11.59 g/dl. This sample was also tested for igg, igm, and iga. The igg result was 487 mg/dl, the igm result was 55 mg/dl, and the iga result was >7912 mg/dl. Based on these results, the application specialist recommended to the customer to test total protein in samples before they are tested for b12 or fol. It was noted that the labeling for the fol reagent states that samples with high total protein concentrations are not suitable for use with the assay since this may lead to the formation of protein gel in the assay cup. Processing protein gel may cause a run abort. Investigations could not determine a specific root cause. Due to the high iga concentration in the first sample, there is a potential risk of protein precipitates in the assay cup. Sample specific protein concentration and distribution could impact sample denaturation in the first incubation step of the fol test. There was no indication of an instrument issue.